Event description:
Customer reported that when the kvp up button is pressed, the monitor goes black. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the battery pack and performed a filament calibration. System operates as intended.